Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator door was unable to access and required maintenance, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was unable to access. A field service engineer worked with mural via facetime to address issues with the pyxis refrigerator and the station. The team rebooted the refrigerator twice and checked all connections through the wall. While on-site, the disaster recovery team was also examining the unit. The engineer proceeded to disconnect the network cable that ran through the wall and connected a 20-foot drive directly from the station to the refrigerator. At that moment, they observed a successful ping. Concurrently, a new database machine was being installed. Once the installation was complete, the team configured the entire machine. After the customer logged in, they successfully recovered access to the refrigerator door. The system functioned as intended after the field service engineer troubleshooted the device.